Manufacturer narrative:
(B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: it is unknown if a sample is available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a new nurse was removing a pen needle with a 1 qt bd¿ sharps collector. She thought the needle was removed completely but it wasn't and she obtained a contaminated needle stick injury. The nurse received post exposure lab work and will monitor the nurse for one year. It is unknown if the pen needle was a bd manufactured device.